Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5-the reporter indicated that a vicmo13.2, -4.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2013. On (B)(6) 2020 the lens was exchanged for a different mode/length lens due to low vault and refractive change overtime. The exchange resolved the problem. D7-explant date: (B)(6) 2020. H6- patient code 3191: secondary surgical intervention; exchange. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicmo13.2, -4.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on 20 mar 2013. Low vault and refractive change overtime was observed. Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.